Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that health professional follow the doctor's advice to perform PICC catheterization for the patient on (B)(6) 2021. The extension tube was connected during the operation. The tube was found to be blocked and could not be connected. Replace it immediately. No other information was provided.